Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that prior to use, incomplete deflation of the white cuff was confirmed. There is no report of patient involvement and there is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The lot number for the device in this report was not retained by the customer, therefore a review of the device history record cannot be performed. The investigation used three retained manufacturing stock samples for analysis. Inflation/deflation testing and analysis found no defects or restrictions in either the tracheal or bronchial cuff. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect cuff inflation/deflation defects to reduce the potential for occurrence during the manufacturing process.